Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Ipsilateral antegrade approach was obtained. The 100%, occluded target lesion was located in the moderately tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 142cm coyote¿ es balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon ruptured at 14 atmospheres after being inflated for 15 seconds. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.